Event description:
It was reported that after measuring the lead parameters and assessing its dislocation under fluoroscopy, it was decided to reposition the lead in the right ventricle (rv). After several attempts, the rv lead could not be repositioned. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).